Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece did not seal as it had error message "incomplete seal" in the generator. A new handpiece was used with no issues. Medtronic's initial evaluation of the incident device found that the jaw a had the seal plate lifted at the tip and a piece of insulation broken off. The piece was not found.

Manufacturer narrative:
Additional info: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a jaw damage. Functional testing found jaw a had the seal plate lifted at the tip and a piece of insulation broken off. The piece was not found. The damaged seen will result in re-grasp alarms as the seal cycle will not complete. The device's knife blade movement is hindered by the jaw damage, but the trigger will move the blade. It was reported that the handpiece did not seal as it had error message "incomplete seal" in the generator. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the outer surfaces of the instrument before insertion through the cannula to ensure there are no rough or sharp edges to damage tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.